Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reported blisters & rash on and around nose & lips. Dermatologist seen and diagnosed a low grade staph infection. Received antibiotics & steroid cream